Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: emerald exchange wire. Other companies¿ devices were used in this study: 5-fover-the-wire sheath(flex cath advance), 28-mm cryoballoon advance (cb-a;arcticfrontadvance, medtronic) catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient underwent cryoballoon ablation and developed a femoral pseudoaneurysm in the wire group treated with percutaneous thrombin injection, without significant sequelae. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿second-generation cryoballoon ablation without the use of real- time recordings: a novel strategy based on a temperature-guided approach to ablation.¿ the purpose of this study was to sought to evaluate a strategy based on the attainment of the specific parameter of -40°c within the first 60 seconds during cryoenergy applications in the setting of cb-a ablation without the use of an inner lumen mapping catheter (achieve, medtronic) for the visualization of real-time recordings. One-hundred four (104) patients have undergone cb ablation for paroxysmal atrial fibrillation (af) between february 2015 and june 2015. Suspect device is 5-fover-the-wire sheath (flex cath advance) for vascular pseudoaneurysm. Bwi takes conservative approach to report this event under lasso diagnostic catheter, however catalog and lot number are unknown.

Manufacturer narrative:
(B)(4).